Manufacturer narrative:
G4 of regulatory report 3004209178-2019-14800 corrected to 2019-07-30. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had not charged. The recharger was not working for months and nothing was working as far as equipment. The last charge had been done in (B)(6) 2018. This was because the patient had unrelated esophageal cancer and did not have the chance to charge. No further complications were reported. Additional information received from a consumer and patient indicated that they were unable to recharge their implantable neurostimulator (ins). They mentioned they were in the hospital last year due to cancer and didn¿t charge the device. The patient stated that the hospital did a bunch of tests such as CT scans and mris, which must have ¿screwed up the programming.¿ they confirmed that they last recharged the ins around (B)(6) 2018. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated.